Manufacturer narrative:
A batch record review of lot b120 was performed and there were no non-conformances associated with this lot. This lot met release requirements. Trends have been reviewed on a lot by lot basis for this complaint category and no trend has been detected for this lot; however, CAPA (B)(4) has already been initiated to investigate pressure dome membrane leaks. The assessment is based on info available at the time of the investigation. The returned kit was rec'd for analysis and tested. No problems with the collect or return pressure domes were found. Testing indicates that operator error when installing the return pressure dome was the cause of the blood leak. Based on the analysis for this complaint, no remedial action was taken. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. (B)(4).

Event description:
Customer called to report a pressure dome leak that occurred during treatment. Name and function of complainant: same as rptr. Customer reported blood leak at the collect or return pressure sensor at 1000ml whole blood processed. No pressure alarms during procedure nor during prime. Operator clamped collect and return the line and emptied the bowl in the returned bag. Blood was then manually reinfused to pt. Concluded her therapy with a different instrument in the same center. Pt was stable. Customer returned kit for investigation.